Event description:
Boston scientific crm received information that during a follow up visit, interrogation revealed battery gauge showing thirty percent remaining and magnet rate 90/min but longevity remaining less than one-half year remaining. Daily measurements displayed stable threshold measurements. Before ending the follow-up, reinterrogation revealed longevity remaining thirty percent and greater than two years. A technical service consultant was contacted. It was thought this was due to fusion detection. Additional suggestions were made for further follow up. It was determined, the device was functioning appropriately. Three years later, this device was returned without further clinical allegation. Initial analysis revealed there was device memory corruption. Further analysis will be performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated